Manufacturer narrative:
Conclusions: the customer will be sent a replacement to resolve the issue.

Event description:
It was reported by repair work order that the stretcher had a partial broken weld on the left siderail latch spindle that prevented the side rail from remaining latched in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.